Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device stopped firing halfway. A new reload was used to resolve the issue in order to complete the case.